Event description:
It was reported that a zero tip basket was used in the ureter in a ureterolithotomy procedure. Reportedly, one of the four wires at the front end of the basket was fractured but did not fall off during the procedure. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Correction to block b5; blocks d4: lot number; expiration date; unique identifier (UDI) #; and, block h6: device code. Additional information was received from the complainant on (B)(6) 2025, clarified that the reported issue was the basket wire was broken but not detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a zero tip basket was used in the ureter in a ureterolithotomy procedure. Reportedly, one of the four wires at the front end of the basket was fractured but did not fall off during the procedure. However, the picture provided by the customer showed that the basket was detached. The procedure was completed with another of the same device and there were no patient complications reported. Boston scientific was unable to obtain additional information regarding the event despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.